Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by item management. A technical service engineer instructed to remove cubie from the cabinet to resolve the issue. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported that when using the pyxis medbank system, there was a cubie displayed wrong med label. The customer reported wrong dosage medications would dispensed and administered to a patient. There were no adverse events or injuries reported based on this incident.